Event description:
The customer stated that comparison blood glucose tests were performed using her contour and her doctor's contour meter. The customer's contour read 465 mg/dl, while the other contour read 223mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.